Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. System check was being performed by tandem technical support; however, the customer was unable to complete the check at the time of report. There was no adverse impact to the customer¿s blood glucose.